Event description:
The 3.7 inr with protime system vs. 2.7 inr with unspecified lab system. Patient therapeutic inr range: no report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.